Event description:
Device diagnostic testing at office visit resulted inhigh lead imedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of thehigh lead impedance test result. The patient has experienced a recent increase in seizure activity above pre- vns baseline frequency, indicatin a possible loss of medications since vns implant because the vns therapy alone controlled the patient's seizures. Topamax has been prescribed since the recent increase in seizure activity. Treating neurologist indicated that the patient is overactive with no history of injuries, but that injury or trauma that may have damaged the ncp system could not be ruled out revision surgery is scheduled. Lead break is suspected.